Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired two days later. It was reported that the death occurred due to exposure of the products administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same patient.